Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device to the wall of her uterus"), endometriosis ("endometriosis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 23-year-old female patient who had essure (ess205) (batch no. 624099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, endometriosis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("right ovary pain "). The patient was treated with surgery (laparoscopically assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy), surgery (total vaginal hystrectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, endometriosis, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, embedded device, endometriosis, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. New reporters added. Plaintiff demographics added. Essure indication updated and lot number was added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal discharge, right ovary pain , endometriosis and essure confirmation test not done were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device to the wall of her uterus") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopically assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device to the wall of her uterus"), endometriosis ("endometriosis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 23-year-old female patient who had essure (ess205) (batch no: 624099) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, endometriosis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("right ovary pain "). The patient was treated with surgery (laparoscopically assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, endometriosis, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown and the adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, embedded device, endometriosis, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.